Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6), product type: catheter, other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-feb-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving fentanyl 12000mcg/ml at 4002mcg/day via an implantable pump. The indications for use were spinal pain, non-malignant pain and complex reg pain syndrome I. On (B)(6) 2019 the patient stated that last week felt she was overdosed. The environmental, external or patient factors that may have led or contributed to the issues was the patient became dizzy after refill. The diagnostics and troubleshooting performed was a dye study was done. The actions and interventions taken to resolve the issue was the physician stated there was a granuloma that he dislodged and was able to successfully aspirate the catheter. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.